Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.5/+1.0/029 into the patient's right eye (od) on (B)(6) 2022. Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Claim # (B)(4).